Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using a bd q-syte¿ luer access split septum with small bore extension set, fixed nut, it leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation results: a DHR review could not be performed as the lot number was not provided for this incident. The peura (end user risk analysis) to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing could not be performed because units were not received for investigation of this incident. Conclusions: the defect leakage; as stated as the reported code could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.